Manufacturer narrative:
Product complaint # pc- (B)(4). The purpose of this MDR submission is to report the visual analysis of the device picture received. The embolic coil was noted as being stretched, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A visual analysis was performed on the pre-shipment photos that were provided. The embolic coil was noted to being in a stretched condition inside the introducer. The embolic coil is still attached to the rest of the unit, a blood-like substances were found on the dpu. Although functional testing is yet to be conducted on the physical device, the damages observed on the photos could be related with the customer complaint regarding resistance/friction during advancement. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation (mre) was performed for the finished device 30701273 number, and no non-conformances related to the malfunction were identified. The customer complaint was confirmed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a coil embolization of the anterior communicating artery (a-com) 5mm, an intermediate catheter (fubuki 4.2 fr), and a microcatheter (exselsior sl10) were used. The microcatheter (mc) reached the target lesion. A target xl coil (5mm) was used as the flaming coil, after that, eight galaxy g3 mini coils were implanted to the target lesion without a problem. Initially, two 1mm x 3cm galaxy g3 mini coils were implanted as the fifth and sixth coil. The complaint coil, a galaxy g3 mini 1mm x 3cm (glm910030, 30701273) was being used as the seventh coil, however, there was a resistance felt between the coil and the mc, the device was able to move. The complaint coil was not press up to the tip of the microcatheter. After that, a new 1mm x 3cm galaxy ge mini coil was implanted to the target lesion without any problem, and a 1mm x 3cm galaxy g3 mini was also implanted to the target lesion as the 8th coil without any problems. There was no problem for the patient post-procedure. The one complaint coil was clearly strong in resistance. A continuous flush was done. Other concomitant devices were a detachment device (enpowercontrolcable), a guidewire (synchro 2). Additional information received indicated that it was not necessary to remove or replace the microcatheter. The same microcatheter was used from beginning to end with no problem using. There was no report of coil damage at any time. There was nothing obstructing the microcatheter. Based on the visual analysis of the pictures received, the embolic coil was noted stretched.

Manufacturer narrative:
Product complaint # (B)(4), the product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Updated sections on this medwatch. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. [Complaint conclusion]: as reported by the field, during a coil embolization of the anterior communicating artery (a-com) 5mm, an intermediate catheter (fubuki 4.2 fr), and a microcatheter (excelsior sl10) were used. The microcatheter (mc) reached the target lesion. A target xl coil (5mm) was used as the flaming coil, after that, eight galaxy g3 mini coils were implanted to the target lesion without a problem. Initially, two 1mm x 3cm galaxy g3 mini coils were implanted as the fifth and sixth coil. The complaint coil, a galaxy g3 mini 1mm x 3cm (glm910030, 30701273) was being used as the seventh coil, however, there was a resistance felt between the coil and the mc, the device was able to move. The complaint coil was not press up to the tip of the microcatheter. After that, a new 1mm x 3cm galaxy ge mini coil was implanted to the target lesion without any problem, and a 1mm x 3cm galaxy g3 mini was also implanted to the target lesion as the 8th coil without any problems. There was no problem for the patient post-procedure. The one complaint coil was clearly strong in resistance. A continuous flush was done. Other concomitant devices were a detachment device (empower control cable), a guidewire (synchro 2). Additional information received indicated that it was not necessary to remove or replace the microcatheter. The same microcatheter was used from beginning to end with no problem using. There was no report of coil damage at any time. There was nothing obstructing the microcatheter. A non-sterile galaxy g3 mini 1mm x 3cm was received for analysis on a pouch. The device was visually inspected, and it was found in good normal conditions (i.e., no kinks, peeling condition, broken condition, or split condition), however, dry reddish-brown material presumably blood was observed along the introducer. The galaxy g3 mini 1mm x 3cm was inspected under a microscope magnification, and it was found that the coil component has a stretched condition. No other damages or anomalies were observed on the device. The device was flushed using a lab sample syringe, after that, the galaxy g3 mini 1mm x 3cm was advanced through the introducer, the embolic coil component exited through the distal tip of the introducer, however, resistance/friction was felt during the advancement. The resistance/friction felt during the functional test might have occurred due to the stretched condition already present on the embolic coil, which precluded the device to be tested with a lab sample microcatheter. A manufacturing record evaluation was performed for the finished device 30701273 number, and no non-conformances related to the malfunction were identified. Preliminary photo images of the complaint device were captured by the j&j japan affiliates and included in the complaint, in which dry reddish-brown material was observed along the introducer, also, the embolic coil was noted to be stretched. The device was returned to cerenovus for further evaluation. Upon arrival, the device was visually inspected, and it was found without damage (i.e., no kinks, peeling condition, broken condition, or split condition). Dry reddish-brown material presumably blood was observed along the introducer. The coil component was inspected under microscopic magnification, and it was noted to be stretched. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The complaint documented that there was a resistance felt between the complaint coil and the microcatheter; the complaint coil was removed from the patient. Coil stretching may have occurred during the device removal. The device was flushed using a lab sample syringe, after that, the galaxy g3 mini 1mm x 3cm was advanced through the introducer, the embolic coil component exited through the distal tip of the introducer, however, resistance/friction was felt during the advancement. The resistance/friction felt during the functional test might have occurred due to the stretched condition already present on the embolic coil, which precluded the device to be tested with a lab sample microcatheter. The customer complaint was confirmed based on the secondary finding noted on the embolic coil, however, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ if unusual friction is noticed during advancement or retraction of the microcoil system, verify the clear tab is unlocked and pulled out from the re-sheathing tool approximately 1 in. ¿ if unusual friction is noticed during advancement or retraction of the microcoil system through the introducer, open the rhv main valve, and partially withdraw the distal end of the introducer to expose its tip within the rhv. Tighten the rhv main valve and flush the y-connector of the rhv with sterile saline and verify that fluid exits the slit in the clear portion of the introducer. After flushing, reinsert the introducer into the infusion catheter hub. ¿ if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.